Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope during dissection the scope became blurry and unable to see. They then change to different scope and everything was working well and finished the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope during dissection the scope became blurry and unable to see. They then change to different scope and everything was working well and finished the case. The hospital did not report any patient effects.